Event description:
Customer complaint for discrepant results with anti-d microwell of the mts a/b/d rev gel card lot# 102413037-62, expire: 04sep2014. Sample was initially tested on provue on (B)(6) 2014 and reported as group a, rh positive. Patient return to facility on (B)(6) 2014 and new sample was tested again on provue resulting in group a, rh negative using another mts a/b/d rev gel card lot. Due to rh discrepancy with initial testing on (B)(6) 2014, customer tested a second sample also drawn on (B)(6) 2014 with the same method, and the rh repeated as rh negative customer daily qc testing was performed and all results acceptable. No issues reported by facility. Sample from (B)(6) 2014 was discarded, so unable to repeat testing. Ocd discuss with customer, possible reason for discrepancy. Product IFU recommends confirmation testing with another testing method.

Manufacturer narrative:
Ocd performed retain testing, batch review and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).